Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer's insulin pump was delivering un-programmed boluses that resulted in the customer going low. The customer¿s blood glucose level was at 30 mg/dl at the time of the incident and 185 mg/dl at the time of the call. The customer used food to treat the low. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.